Manufacturer narrative:
Additional information was provided in section b5 and h6. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
Further information was received on 18-apr-2025. According to the information the issue was identified during medical procedure, the procedure was completed successfully with a prolongation of less than 15 minutes and there were no adverse consequences for the patient.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "the robi forceps from the coelio box produced sparks during the test on a gauze pad soaked in red betadine and saline solution, prior to the incision using a covidien brand bipolar generator, set to 30 with a foot pedal." It was indicated that the issue was detected prior to medical procedure. No negative impact in state of health reported.

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation on may 2,2025. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: during investigation of the returned products a short circuit/thermal damage was found at the distal end of product 38610md (robi kelly forceps insert). The nature of the damage indicates insufficient drying, which probably led to the damage. Based on the test results and comparison with unremarkable items from the same series it is concluded that this is a case of user error. It is concluded that the item was dried incorrectly or insufficiently after reprocessing, which led to a certain amount of residual moisture between the joints. The event is filed under internal karl storz complaint ID: (B)(4).